Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the heparin prefilled syringes. The customer reports that her son is a down syndrome child at risk for infection and was receiving vancomycin and heparin flushes through his double lumen PICC for an elbow infection. She reports that he was seen in the ER for right lower lobe pneumonia which spread bilaterally; aspiration pneumonia requiring ventilation.

Manufacturer narrative:
Submit date 4/14/2008. An investigation is currently underway, upon completion the results will be forwarded. These reports are being filed in accordance to the april 8th FDA guidance.